Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high capture thresholds and high out of range shock impedance. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedance on this right ventricular (rv) was found to be high out of range. It was also noted that capture thresholds were high. Ventricular shocking impedance and pacing impedance had both been increasing gradually, although pacing impedance remained within acceptable limits. Boston scientific technical services educated the health care provider regarding troubleshooting options. No adverse patient effects were reported. This rv lead remains in service with the associated implantable cardioverter defibrillator (ICD).